Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture were not returned. The variable depth straw has been trimmed. A functional evaluation was not performed due to the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of suture material specification, found that each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-2023-00158425-1.

Event description:
It was reported that during a reconstruction of cruciate ligament, a meniscal suture was performed with an ultra fast fix, after the first peek was introduced, when traction to adjust the knot, the suture broke before the t2 was blocked, therefore, it remained loose and was removed. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.